Manufacturer narrative:
Follow-up # 1 - device evaluation:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high in comparison to results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 in the morning she obtained results of ¿190 and 300 mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿36mg/dl¿ obtained on a paramedic¿s meter (unknown brand). The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and detailed that on (B)(6) 2015 she exercised. The patient reported that ¿quickly¿ after the issue occurred, she developed symptoms of feeling ¿confused and sweaty¿ and at an unknown time, self-treated with food and/or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.